Event description:
During the implant procedure, while dissecting the nerve, the surgeon accidentally nicked the patient's pharynx. The surgeon ligated the puncture and aborted the remainder of the implant procedure due to the risk of infection. No inspire components were implanted after the incident. A feeding tube was inserted, and antibiotics were prescribed post-op. The surgeon will re-evaluate in 6 weeks.